Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the implantable cardioverter defibrillator (ICD) exhibited noise when connected to the leads. The physician attempted to remove the lead from the header to retighten the setscrew. However, the setscrew was unable to be thread and tighten down, because it became completely backed out. The setscrew disengaged off the sterile field. The device was removed and replaced with a new product. No patient complications have been reported as a result of this event.